Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The first clip was implanted without issue. A second clip was advanced to mitral valve and the anterior leaflet flail got stuck on the gripper arm. The anterior gripper wouldn¿t lower. The lock-line was cycled, and the gripper arm then only partially lowered. The grippers were decoupled and got the gripper arm to lower more. It is suspected that a portion of the leaflet flail remained stuck on the frictional elements. Various manipulations of the steerable guide catheter and clip delivery system were performed but could not completely detangle the device from the leaflet. Both leaflets were grasped in this location and the clip was deployed. Mitral regurgitation was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported difficulty lowering the gripper and difficult positioning appear to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.